Event description:
It was reported that the patient expired due to cardiac arrest. It was also reported that the patient had congestive heart failure, severe systolic dysfunction and cardiomyopathy. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4) should have been reported on the initial MDR.